Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-49288, 1627487-2020-49289. It was reported the patient experienced loss of stimulation. Diagnostic system testing indicated both high and low impedance depending on the patient's body position. Reprogramming was unable to resolve the issue. Surgical intervention took place on (B)(6) 2021 wherein the patient's ipg and lead were replaced. Effective therapy was restored post-op. Note: it is unknown which lead was explanted, as such both leads are being reported.